Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer either loaded a new cartridge or reloaded the existing cartridge to resolve the issues. Customer¿s blood glucose level was 120-130 mg/dl.